Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction and chest pain could not be definitively determined based on the information available. There was no ivl malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. A shockwave c2+ intravascular lithotripsy (ivl) catheter was used to treat a lesion in the mid right coronary artery. The ivl catheter successfully delivered 20 pulses. There was no report of an ivl device malfunction. Myocardial infarction (mi) occurred the same day as the index procedure, after the procedure and prior to discharge. St elevation was noted on the telemonitor. The patient complained of burning chest pain. An EKG was obtained, and nitroglycerin sublingual tablets (sl) were given with good effects to the patient's pain. The physician assessed and performed an echo (echocardiogram). The patient was then discharged 5 days later. The clinical site has determined that the relationship of the mi to both the study device and procedure was probable.